Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported ipg was not delivering therapy and when connected ipg would shut off. Company manufacturer met with patient and deemed ipg to be inoperable since unable to connect with external devices. Lead was exhibiting high impedances and as such, surgical intervention was undertaken wherein the ipg, and lead were explanted and replaced with new ones. Therapy was restored following the procedure.